Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon was pushing on the port to gain the access that he needed and a piece of the port broke off in the patient. The piece was not able to be retrieved. According to the staff, it was a small piece of the black cannula that broke. It is unknown if the difficult resulted in any tissue damage or patient injury. Patient was made aware and currently seems fine. The lot numbers could have been any of the following: j4k0517x, j4f1486x, j4n0481x, j4k0344x, j4l0755x, j4m0482x. Accounts quality department pulled all of the lots since it could not be determined which it came from and they will not be using these lots moving forward. Bmi was (B)(6).

Manufacturer narrative:
(B)(4).